Event description:
It was reported that there is an alarming issue air in line detector. Checked the whole system ensure functioning to spec and no leaks. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. It found loose air detector and loose air detector's door assembly. The door assembly was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.